Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4).

Event description:
It was reported that when trying to remove the shield of the suspect device, the pink part of the shield is not disengaging from white part of the shield. This leaves the needle exposed as the needle is removed after device placement. The customer reports having this issue with approximately 4-5 devices.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4349668. A manufacturing review revealed that no equipment, instrument, process, or surfaces could have caused the customer's indicated failure mode conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.